Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 2014; 5076-45 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged and exhibited a decrease in r-waves and an increase in thresholds. The rv lead was positioned in the right ventricule and remains in use. No patient complications have been reported as a result of this event.